Event description:
It was reported that the user experienced hyperglycemia while using the ilet system in conjunction with a newly inserted g7 sensor that initially showed no readings, after a lapse without a sensor due to a delayed prescription; readings later appeared and the user reported feeling okay. Symptoms included elevated blood glucose. Outcomes included no hospitalization or injury reported. Investigation included troubleshooting and education with follow-up planned to confirm glucose decline. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.